Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of urinary stress incontinence. It was reported that after the implant, the patient experienced dyspareunia. Post-operative patient treatment included revision surgery, excision of tension-free vaginal tape bilateral, removal of mesh, and cystourethrography.